Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use after the puncture. The following information was provided by the initial reporter, translated from (B)(6) to english: after the intravenous indwelling needle puncture at 15:35 on (B)(6), the nurse withdrew the needle core and found the leakage of the white skin plug at the end of the indwelling needle. After debugging, the leakage remained, and then the indwelling needle puncture was replaced.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use after the puncture. The following information was provided by the initial reporter, translated from chinese to english: after the intravenous indwelling needle puncture at 15:35 on november 10, the nurse withdrew the needle core and found the leakage of the white skin plug at the end of the indwelling needle. After debugging, the leakage remained, and then the indwelling needle puncture was replaced.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7019422. We have detected a trend for this issue occurring in this batch of intima-ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a sample could not be obtained from previous investigations we know, that as the septum ages, the septum will lose elasticity. Experimental testing of septums in hot or dry environments determined that the septum will age, losing its elasticity and ultimately failing to successfully close after cannula removal. In response to this event we have notified our contracted shipping companies, and recommunicated bd's expectations for the implementation of environmental controls, during shipment and storage of our devices. CAPA#166486 was initiated.